Event description:
A malfunction was reported on the customer's pump, identified as malfunction code 9, which had occurred at least three times previously. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To address the issue, the customer will use multiple daily injections as a backup therapy. Tandem technical support decided to replace the pump, shipping a new device with updated software and providing necessary instructions for storage and return of the faulty pump. The customer understood and acknowledged all instructions and steps required upon receiving the replacement pump.